Event description:
Patient received a burn during an ultrasound treatment. Clinician prescribed an ultrasound treatment. Clinician prescribed an ultrasound treatment for the treatment of pain in the left knee. The ultrasound settings for the application was treatment duration 6 minutes, 1mhz applicator frequency, and a continuous duty cycle. The clinician pretested the applicator head temperature. The clinician applied the applicator to the patient and pressed the device start button. Upon the start of the treatment the patient complained of burning sensation in the area of the treatment. The clinician terminated the treatment. The patient did not suffer a burn as a result of the incident. Upon engineering eval of the ultrasound applicator, the crystal was found to be damaged. The crystal was replaced and the device and applicator performed to specification.